Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
Problem description (B)(6) 2018 06:13:03 (B)(6). Track wise number from cad is: (B)(4). Problem description (B)(6) 2018 08:52:45. . Npi sn (B)(6). (B)(6) had a pcu8015 did not communicate with asm software. I reviewed the process with him and confirmed it was a hardware failure on pcu8015. I recommended (B)(6) to replace sio board assy. Or send the unit in for flat fee level 1 repair. (B)(6)will get a po and send the pcu in for level 1 repair.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device has not been previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode

Event description:
(B)(6).